Event description:
The complaint received states that surgeon performed original surgery on (B)(6) 2014 for a hip fracture. It was reported during an office follow-up on an unknown date that patient had non-union and broken plate. Revision surgery was scheduled on (B)(6) 2014 with total hip, but it was abandoned due to infection which was noticed during plate removal. It was reported that patient was revised with antibiotic spacer. It was confirmed that there were no allegation against the screws and no fragments were generated from broken plate. No surgical delay was reported, patient status/outcome was unknown and procedure was not completed successfully since patient was not revised with total hip. This report is for an unknown screw. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for 1 unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initially reported as for 1 unknown screw. This complaint is for an unknown quantity of unknown screws. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.